Event description:
Per the clinic, the patient experienced an infection around the abutment site (specific date not reported). Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). The patient was placed under general anesthesia on (B)(6) 2024 for a surgical procedure to remove the abutment.